Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating a cadd extension set filter was leaking medical fluid during use from the extension tube connector and the connector of cassette tube.no adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating a cadd extension set filter was leaking medical fluid during use from the extension tube connector and the connector of cassette tube. No adverse patient effects were reported. No additional information is available.